Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. A medtronic representative went to the site to test the equipment. The medtronic representative reported that the site has been using the footswitch since the reported issue without replication. The representative reported that the reported issue occurred when attempting to perform 3d image acquisitions in the application software.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure to alleviate a compression fracture of the l2 vertebral body, the imaging system intermittently displayed a "early termination of 3d spin" and the images were blank. The procedure was completed with the use of imaging. No information was provided on delay to procedure. No impact on patient outcome.